Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to a bacteremic infection. All implanted products were removed without incident. After explant, an intraoperative transesophageal echocardiogram revealed large vegetations in the right atrium and e xtending into the coronary sinus. The vegetations were thought to originate from the left ventricular (lv) lead. Attempts to remove the vegetation were unsuccessful and the patient was referred to a cardiovascular surgeon. The vegetation was removed, but while the patient was coming off pump the aorta dissected. No further patient complications have been reported as a result of this event.